Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman access sheath (was) with dilator inside the sheath as received. The valve was opened as received and blood was on the device. The valve, hub, shaft, and tip were microscopically and tactile inspected. Inspection revealed tip damage (delamination). Inspection of the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with slight forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection.the investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the hemostasis valve was broken. During preparation for a left atrial appendage (laa) closure procedure, a watchman® access system (was) was selected. However, the "cap" was broken and they were unable to close the hemostasis valve, which caused back bleeding. The was a small amount of blood loss and the physician used thumb pressure to stop the bleeding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hemostasis valve was broken. During preparation for a left atrial appendage (laa) closure procedure, a watchman® access system (was) was selected. However, the "cap" was broken and they were unable to close the hemostasis valve, which caused back bleeding. The was a small amount of blood loss and the physician used thumb pressure to stop the bleeding. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.